Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the right ventricular (rv) lead. The rv lead exhibited a low impedance warning and a high number of short ventricle to ventricle (v-v) intervals. The rv lead exhibited sensing issues, including noise and oversensing. To address the oversensing, the device was reprogrammed to doo mode. Additionally, the rv lead was capped. No patient complications have been reported as a result of this event.